Manufacturer narrative:
(B)(4).

Event description:
Broken instrument was reported due to wear and tear. Although the break was not associated with a particular case, the malfunction of this device is likely to cause or contribute to serious injury if failure recurs.